Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the insulin delivery of the pump is not correct. Caller stated patient's blood glucose levels have been elevated; no exact readings were provided. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.